Manufacturer narrative:
The insulin pump was pump received with intermittent button response due to corroded keypad traces. No unexpected frozen screen anomalies noted. No unexpected alarms anomalies noted. No unexpected constant tone anomalies noted. The insulin pump received with cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of issues with their blood glucose readings. The customer states the meter was reading 200mg/dl, but their blood glucose level was 35mg/dl. The customer states sometimes it is close but more than often it is 50 to 90 points off. The customer states they have received calibration error, but changed the sensor out. Troubleshoot was declined and the customer will monitor the sensor and call back if large differences continue. No further assistance provided at this time.